Event description:
Customer stated, " there was a flash of fire on the cord near the strain relief." Customer did not claim injury. Product was returned. Investigator observed evidence of sparking at the strain relief. The pad returned was over 18 years old, making the unit beyond the life cycle of the product. The investigator determined that general wear and tear of the pad over 18 years of use caused the failures reported.